Event description:
Customer stated that the lancet devices did not fire or activate upon compression of the button. A request was made for the return of the suspect device and replacement product was sent.